Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was able to charge about 18-20 days ago, but the day prior to the report, she was unable to charge. A reposition antenna screen was displayed on the implantable neurostimulator recharger. Repositioning the antenna did not resolve the issue. The patient was able to communicate with another external device. An antenna locate session did not resolve the issue. An informational power on reset was displayed. The patient was able to clear the informational power on reset message and was able to charge. The patient did not have their programmer with to verify if she would need to use the patient programmer to clear the power on reset message. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.